Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2025, around 8:00am, the patient planned to get breakfast out with his wife. He took his routine insulin dose for breakfast (but did not eat breakfast yet) and then decided to go and workout while his wife was getting ready. The patient recalled his cgm reading was around 130 mg/dl prior to dosing his insulin. While exercising, the patient began to feel sweaty and dizzy. The patient attempted to go inside and get a doughnut to eat but never made it and passed out. It was not specified what the patient¿s cgm device was displaying at this time. The patient also stated that if the dexcom alerted him to his hypoglycemic state, then he did not hear it as he had been having issues with the device being ¿very quiet¿ (captured in this complaint). The patient¿s wife called emergency medical services. Ems arrived and transported the patient to the emergency room. At the emergency room, the patient¿s bg meter reading was 40 mg/dl. The patient was treated with IV ¿sugar¿. After treatment, the patient¿s bg meter reading was 110 mg/dl. At some point, while in the emergency room, the patient¿s sensor had failed (captured in (B)(4)). The patient was discharged home the same day, and once home, he replaced his sensor. The patient was ¿stable¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Related record: (B)(4) (not reportable). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.